Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. However, the customer has indicated that the charge button was not pressed before pressing the shock button. This was confirmed through review of the device's log files. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.